Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks area. Multiple corrections were administered using the pod, but the patient¿s bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by administering a bolus correction.

Manufacturer narrative:
The soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The distal tip of the soft cannula was observed to be damaged. Although the distal tip was damaged, the timing and cause of the damage is unknown. Fluid path was inspected and fluid was able to pass through the fluid path since the damage occurred above the cross drills.